Event description:
It was reported that during a laparoscopic cholecystectomy procedure there was leaking from the trocar. They continued to use it. There was no patient impact reported. The trocar was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. As a lot number was not received, a device history review could not be performed.